Manufacturer narrative:
The reported event was patient death. As received, only connector portion a partial lead was returned in one piece. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage. Electrical tests did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Further information was requested but not received.

Event description:
A report of a patient death was received. The cause of death was septic shock due to sepsis. The implantable cardioverter defibrator, left ventricular and right ventricular leads were removed from the patient post-mortem. Further information was requested but not received.

Manufacturer narrative:
The reported event was patient death. As received, only connector portion a partial lead was returned in one piece. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage. Electrical tests did not find any indication of conductor fractures or internal shorts. Sterilization records were reviewed, and no evidence of abnormal sterilization cycle was found.